Event description:
Event description guidant received information that the patient with this pacemaker is deceased. The niece of the patient indicated the death certificate states, 'failure of pacemaker'. Apparently the woman felt dizzy 1.5 years ago and the doctor stated there was still 2 years left. Technical services advised to have the doctor return the device to us.